Event description:
Customer reported visible smoke from the pyxis c ii safe device. Customer confirmed that no patient or user harm occurred.

Manufacturer narrative:
Bd employee who was installing a pyxis c ii safe device reported visible smoke. Bd employee and customer confirmed that no patient or user harm occured. Event is recorded in complaint file (B)(4). The bd employee did a visual inspection of the device and attempted to restore power unsuccessfully. The component was replaced and no further issues were identified.